Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon was inflated to 18atms for 10 seconds on the second inflation during predilation when it ruptured. The lesion being treated was located in the severely calcified and 99% stenotic left circumflex artery (lcx). The device was removed from the pt intact. The procedure was successfully completed with a 2.5x13 non bsc balloon and the deployment and post dilation of a 2.5x12 taxus stent. Pt status is listed as "good".

Manufacturer narrative:
Device eval: the device was disposed of by the hosp; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.